Event description:
A healthcare professional reported that during an endovascular embolization an enterprise2 4mmx16mm no tip vascular reconstruction device (product code encr401600, lot number 9730963) was found detached from the delivery wire at the proximal end of the prowler select plus 150/5cm microcatheter ( 606s255x, lot number 31626343) during delivery. The physician removed both the microcatheter (mc) and stent and completed the surgery using new devices. There was no reported patient impact or consequence. No physical products were returned for evaluation. No additional information is available.

Manufacturer narrative:
Manufacturer ref#(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Premature stent deployment is a known potential complication associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.